Event description:
A biomed reported receiving a work order indicating an overinfusion of antibiotic occurred. The pump module received with the work order had a broken door and hinge. The biomed took pictures of the damage, repaired the pump module and returned to it service. There was no report of pt harm or medical intervention. The customer stated the user did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned for evaluation. The biomed repaired the device and returned it to pt use. Event logs have been requested but have not been received. A follow up report will be submitted with investigation results should the logs be received for evaluation.